Event description:
As reported by legal, the female patient had a right tha on (B)(6) 2019. The patient was revised on (B)(6) 2022 due to poly wear and acetabular osteolysis.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 5579081 142-32-93 - cocr fem head 32mm -3.5 offset 12/14; s003693 180-65-20 - alteon 6.5mm screw, 20mm; 5797114 186-01-48 - integrip cc, cluster 48mm, g1; 5259131 190-31-06 - alt ha s clr ext sz 6. Correction/removal number: z-1732-2022.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.